Manufacturer narrative:
Concomitant medical products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4). Note: see regulatory report# 3004209178-2016-03567 regarding the implantable neurostimulator model: 37711 serial: (B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for spinal pain, headache, and failed back surgery syndrome reported on 2016-02-12 that the therapy stopped working and they could not control the therapy. They had met a company representative (rep) that checked the system and believed that the leads were broken in the patient's neck. The implant was for occipital use and the leads ended near the patient's ears. Additional information was received by a rep on 2016-02-16 stating that the patient had been scheduled to be seen last (B)(6), but did not show up for the appointment. At the previous appointment in (B)(6), the patient had told them that the device wasn¿t working, but it was found that the patient had turned the voltage way down so that they could not feel stimulation. The device was then reprogrammed. Both the patient's physician and rep stated that there was nothing wrong with the patient's device, but it was not specified which device or system was being referred to. A supplemental report will be submitted if additional information is received.